Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue; the rewind step will not stop. This complaint is being reported because the reported issue has the potential to cause long-term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: a review of the black box data showed no evidence of a rewind motor errors (call service 078 alarms). During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues such as the piston rod not retracting was observed. The investigation was unable to duplicate the initial ¿rewind issue¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).